Manufacturer narrative:
(B)(4). Date of initial report: 06/02/2016. Date of follow-up report: 06/20/2016. Additional information in common device name and report source. Evaluation of the incident samples found the electrode tip had disintegrated and the insulation was charred and melted. The damage appeared to be from excessive heat or an oxygen enriched atmosphere. The electrode was tested and no abnormal effects were noted. The instructions for use warn do not exceed maximum power limits as stated in the instructions for use. Exceeding these power settings may result in patient injury or product damage. The IFU also warns that the sparking and heating associated with electrosurgery can provide an ignition source. Verify that all oxygen circuit connections are leak free before and during electrosurgery. Enriched oxygen atmospheres may result in fires and burns to patients or the surgical team. No trend has been identified for this failure mode. Manufacturing non-conformance records were reviewed and no pertinent entries were noted.

Manufacturer narrative:
Covidien reference# (B)(4). Date of initial report: 06/02/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the needle electrode fell apart and pieces disengaged within the patient during a declot/revision of dialysis graft procedure. Many were retrieved but it couldn't be confirmed that all pieces were found. No other injury to the patient. Another electrode was used to complete the procedure.